Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to power on and battery change did not resolve the issue. The reporter stated that the battery compartment and the cap were undamaged, and the cap was able to secure properly. Reporter denied that there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump failed to power on and the remaining testing was not completed due to the loss of power issue. The reported power issue was confirmed. The pump was opened and the printed circuit board was found to have cracked at the battery connection. Unrelated to the power issue, it was observed that the display lens was missing and the antenna pins were bent.